Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(6) 2015 average right ventricular (rv) lead pacing impedance rose from 821 ohms to 1458 ohms on (B)(6) 2015. On (B)(6) 2015 the impedance drops to 960 ohms and remains in the 771-983 ohm range. Concomitant medical products: 4076, serial# (B)(4), implanted: (B)(6) 2005. (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and their right ventricular (rv) lead had high impedance. The leads remains in use. No patient complications have been reported as a result of this event.